Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer booted to the medtronic logo screen and was stuck there. As a result the hard drive was reimaged and software was reloaded. It was also noted that the hard drive was out of electrical specification, the stylus was not working. (B)(4).

Event description:
It was reported the programmer would not boot up when turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.